Event description:
It was reported that the ventricular catheter disconnected from the base of the snap shunt. The shunt was explanted.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.